Event description:
As reported by our japan affiliate, post deployment of a 23mm sapien xt valve, the patient¿s blood pressure (bp) did not rise. A left coronary artery (lca) obstruction was suspected and a stent was placed. Prior to the transfemoral tavr procedure, a chunk of calcification at the left coronary cusp was noted. During balloon aortic valvuloplasty (bav), a disturbance in the blood flow of the lca was observed. A guidewire and balloon were inserted into the lca for protection. Following deployment of the xt valve in a 60:40 aortic/ventricular (a/v) position, the patient¿s bp did not recover. Angiography showed blood flow in the lca, but it was deemed to be stenosed due to low bp. Balloon inflation was performed, but intravascular ultrasound (ivus) showed the stenosis in a part of the left main truck ostium. Therefore, a 4mm x 12mm nobori stent was placed. Ivus showed dilation of the stenosed site and the patient¿s bp recovered. The procedure was completed. The patient¿s native annulus measured 19.0mm by transthoracic echocardiogram (tte), with mild valve calcification and mild aortic root calcification reported. The right coronary height measured 10.2mm and the left coronary height measured 11.5mm with a chunk of calcification observed on the lca.

Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary occlusion can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary occlusion by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: (1) aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; (2) during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and (3) consider aortogram during valvuloplasty to assess coronary flow. In this case, in addition to the procedure itself, patient factors (bulky left coronary cusp calcification) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.